Event description:
Information received indicates the right foot siderail will not lock.

Manufacturer narrative:
The technician isolated the issue to a thick substance in center arm assembly, preventing the siderail from latching. He cleaned the center arm assembly to repair the bed.